Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was identified in a small volume folfusor during filling. The pump was filled with 76.4ml 5fu and 14.5ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for sample evaluation with approximately 83 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range of 0.45 ¿ 0.55 ml/hr. Should additional relevant information become available, a supplemental report will be submitted.